Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v765576, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3487a-45, lot# v765576, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 39565, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that, during a previously reported lead revision, on (B)(6) doctor (B)(6) was unsuccessful at replacing the percutaneous leads with a surgical paddle lead. The manufacturer's representative was reportedly under the impression that the implantable neurostimulator (ins) was removed as well. The patient had reportedly attempted to call the manufacturer's representative twice at 1:00 a.m. On the morning of report and had sent several texts expressing how upset she was that the device was removed. The manufacturer's representative reportedly reminded the patient that they discussed an attempt to reprogram and the possibility that she may lose her stimulator if attempt to place paddle was made. The manufacturer's representative had encouraged her to wait on doctor ball's schedule to accommodate her revision, but she did not reportedly want to wait and refused reprogramming at that time. Additional information received that same day reported that the patient told the manufacturer's representative that the doctor "ripped it out" and then she "didn't have it at all" and wanted to sue the doctor. It was noted that the patient was upset and crying. Additional information received two days later reported that it was confirmed that the entire system of leads and generator were removed by doctor (B)(6). The doctor attempted to place a surgical lead with no success. It was noted that the patient was very upset about the whole thing and thought she was "played like a dummy in this whole game" and that all of this was done on purpose. The manufacturer's representative called the patient to remind her of the conversation that they had but she said that she did not remember it at all. The patient reportedly mumbled something and said "thank you, bye" and hung up. Additional information received that same day reported that the manufacturer's representative could not understand what the patient had said right before she hung up, but it was something mumbled and "then everybody will be happy" followed by "thank you bye." Additional information received on the same day reported that the patient did not know why her entire system was explanted. The patient reportedly did not agree to this. The patient stated that the only "excuse" her health care provider gave her was that he could not put in a paddle lead. It was noted that the patient had not eaten in four days. The patient reportedly stated that she "may not live long enough" and ended the call. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed. Refer to manufacturer report # 3004209178-2014-00555 for information pertaining to reason for surgical revision.

Manufacturer narrative:
(B)(4).